Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 430 mg/dl with mild ketones and insulin injections were used to address the high bg level. Tandem technical support performed a system check with the customer and found that the cartridge was the cause of the occlusion alarm.